Event description:
It was reported that the patient had her device removed in 2007 because it was not working and the device protruded through her skin. The patient stated that the lead was fused to her tailbone, so the hcp did not explant it.

Event description:
Additional information received reported the patient was still having concerns with their device or therapy, but had not sought further help.

Manufacturer narrative:
Product ID 3886, lot# j0217133v, implanted: (B)(6) 2002, product type lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3031a, serial# (B)(4), implanted: (B)(6) 2002, product type programmer, patient. (B)(4).